Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a watchdog timeout alarm on the insulin pump. Customer was reading when he noticed the alarm. Customer's last blood glucose reading was 140 mg/dl. Customer stated that the same thing happened 3 or 4 days ago. Customer removed the battery for 2 hours and was able to restart the pump. Customer had to reprogram the settings. Customer stated that the screen is blank and he can hear a high pitched squeal. Customer stated that the screen came back on after troubleshooting. Customer also received an unexpected restart alarm and then the screen went clear. Customer was advised to revert to a back-up plan. Customer was advised to leave the battery out for 2 hours and insert a new battery after the pump rest.